Event description:
It was reported to boston scientific corporation that post-operatively of an anterior pelvic floor repair procedure using a pinnacle pfr kit, the patient had pain in the left buttock area, and some urinary retention. The catheter was left in overnight initially due to the packing, and she was unable to void once removed. A catheter was then left in place for three days, and when it was removed the patient was doing fine, with no bladder complaints. Examination showed the patient was healing well, but she continued to have significant left buttock pain, and some mild vulvar numbness on the left side. The ischial spine was mildly tender to palpation. The patient stated that is where her pain is. She was encouraged to go back on motrin for the anti-inflammatory properties. Per the physician in 2009, the patient's pain was improving. Per the physician the following month, the patient is now "fine."

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. Product unavailable for analysis.